Event description:
During gastric resection-intestinal stapler didn't fire and caused unnecessary bleeding during case. Bleeding was controlled with no apparent adverse reactions to pt. Device labeled for single use. Medical status prior to evet: device used as intended by label. Device evaluated after use.